Event description:
During ureteral stent change, the old stent was removed and new stent was placed. During positioning of the stent, the string pulled off the distal end and it could not be manipulated into place. The pt was sent to radiology and percutaneous nephrostomy was done to retrieve the stent.